Event description:
In 2006, the lay reporter, the lay pt's wife, contacted lifescan (lfs) alleging that the pt's one touch meter read inaccureatly low. The wife could not provide the meter serial number at the time of the call to identify the one touch meter type. The wife told the customer care advocate (cca) the pt's meter was a one touch meter. The medical affairs specialist (mas) spoke with the wife with the assistance of an interpreter to obtain additional info. The wife was unable to tell the mas the meter serial number of the reported meter. She said the pt had obtained low readings (<50 mg/dl) on the reported meter for a couple days. The wife gave the pt sugar and did not give the pt his usual daily insulin, lantus 50 units, because the readings were low. The pt was vomitting and had cold sweats. The wife called ems. Ambulance attendants obtained a result of 380 mg/dl, on the ems meter. Ems took the pt to the hosp where a result of 400 mg/dl was obtained on the hosp device. The pt was admitted to the hosp overnight and treated with insulin. The cca noted that the pt was unable/unwilling to answer what unit of measurement the meter was set to at the time of concern. The mas made arrangement for a cca to call the wife to confirm arrangements for a replacement meter to be sent to the pt. The complaint is reported because results that were interpreted as low blood glucose results were obtained on the lfs product for a couple days. During that time, the pt's insulin was held and he was given sugar to eat. Subsequently, he experienced symptoms and was found to be hyperglycemic by ems and other medical professional in the hosp.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.